Event description:
It was reported that after a routine supply change, the user experienced sustained high blood glucose overnight while using a contact detach 23 inch 6 mm infusion set and noted low insulin volume, with no pump alerts or alarms. Symptoms included hyperglycemia without reported clinical sequelae such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting and education conducted by customer care, which advised a full supply change due to the possibility of a bent cannula or compromised infusion. Investigation of this case revealed that the precise cause of hyperglycemia remained unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.